Event description:
It was reported that while the surgeon was performing a suture adjustment on a medial rectus muscle on a patient, one of the suture tails broke. The patient needed to be taken back to the operating room to have the suture replaced.

Manufacturer narrative:
(B) (4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.